Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt experienced cramping during a routine hemodialysis treatment. The operator administered a 100cc saline bolus, which resolved the pt's cramping. Nurse reported operator did not follow correct rinseback procedures. Rinseback was not performed, due to possible clotting from the elapsed time, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood. The user's guide includes adequate instructions for performing rinseback of the pt's blood. The occurrence of cramping during dialysis is an anticipated event. Saline bolus administered and resolved cramping. No additional action required. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed rinseback procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.